Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced completed heart block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited loss of capture. The lead was inactivated, and latter capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was potentially fractured, high impedance and oversensing of short v-v intervals. Lead replacement was attempted however access could not be gained. The lead remains in use. No patient complications have been reported as a result of this event.